Manufacturer narrative:
A ge service representative performed an on site investigation. Per the representative, I could not duplicate either scenario. For the collimator, I re-loaded system software, re-flashed all nodes, re-installed calibration files. For the banging noise, I re-greased both sets of candlesticks, ran a high arc voltage test, re-set the ma null voltages, ran a filament calibration. All passed. Verified proper operation of the system. The system was found to be working as intended, and put back into service.

Event description:
Customer called indicating an intermittent loud banging noise, as well as the collimator closing itself down intermittenly.